Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is beeping 16 beeps every 6 hours. Technical services (ts) referred the patient to the clinic. At device check, it was found that this crt-d had reached its elective replacement indicator (eri). Subsequently, prior to device change out, it was discovered that there were intermittent high out-of-range pacing impedance measurements as well as far-field oversensing of the ventricular signal on the ra channel. This device was explanted at scheduled generator change out procedure and replaced with a new crt-d. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is beeping 16 beeps every 6 hours. Technical services (ts) referred the patient to the clinic. At device check, it was found that this crt-d had reached its elective replacement indicator (eri). Subsequently, prior to device change out, it was discovered that there were intermittent high out-of-range pacing impedance measurements as well as far-field oversensing of the ventricular signal on the ra channel. This device was explanted at scheduled generator change out procedure and replaced with a new crt-d. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.